Event description:
Baxter received a report from a baxter technician stating the head wont rise. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the bed head section and gas spring. The baxter technician thoroughly inspected the bed and found no issues with the bed. The bed functioned as designed. However, if the reported event of a total care head not moving up were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.